Manufacturer narrative:
Manufacturer's investigation conclusion: the reported driveline fault alarms were confirmed via the submitted log files. Based on past experience with the hmii lvas and similarly reported events, the driveline fault alarms captured within the submitted log files could be indicative of an issue with the driveline; however, no product was returned for evaluation. The submitted log files contained data from (B)(6) 2019 through (B)(6) 2020 and also immediately following the reported controller exchange from (B)(6) 2020. Sustained driveline fault alarms were captured (B)(6) 2020, comprising the majority of the captured events during this time. During these events, the yellow wrench advisory alarm was activated. Following the reported controller exchange on (B)(6) 2020, no further driveline fault alarms were captured. No other atypical alarms or events were captured in the submitted log files. The actual speed remained above the low speed limit throughout the log file and the device appeared to be functioning as intended. The account communicated that the patient was found to have driveline fault alarms. The patient¿s controller was exchanged, and no further driveline fault alarms were produced. The account submitted x-rays for review which appeared to show an area of metal braided shield breakdown/thinning on the external portion of the driveline adjacent to the metal connector. Additional information was requested, but not provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. No further complaints have been made at this time. The heartmate ii lvas IFU and patient handbook provide driveline care instructions, outline indications of driveline wire damage as well as how to respond to such events, and outline all system controller alarms as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Event date was estimated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2020-01315. It was reported that patient had driveline fault alarms that started early january. During log file analysis, the driveline fault alarms were believed to be true. Patient was changed to a new controller and x-rays were sent which showed an area of concern. Following the controller exchange a few power disconnects were performed and the alarm did not reappear. The driveline was assessed and no weakness was found to taped casing on the driveline. Technical services did not observe any further driveline fault events in the log file but believed the alarms are true and will return.